Manufacturer narrative:
(B)(4). It was reported that the absolute pro was used to treat the superficial femoral artery (sfa); therefore, it should be noted that the device instruction for use (IFU) states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree.

Event description:
It was reported that during initial advancement of the absolute pro stent delivery system into the procedure sheath, the stent prematurely deployed. The device was not used in the procedure. A second device was used in the procedure without incident. There was no clinically significant delay in the procedure reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) noted blood on the handle, consistent with handling. There was saline in the sheath. The stent implant was returned fully deployed. There was no damage noted to the stent implant. The distal sheath was in the distal position and not retracted. The distal sheath was wrinkled at the distal end of the proximal marker, possibly due to handling. There was no other damage noted to the sess. There was no breakage noted on the device. The handle lock was in the locked position. After opening the handle, observed the rack was in the distal position and was not retracted. There was no damage noted to the internal mechanism. Potential factors which could contribute to premature deployment include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. A conclusive cause for the premature deployment could not be determined; however, it may be possible that the tip was inadvertently grasped during removal of the tip mandrel causing the stent to partially deploy from the distal outer sheath. The tip mandrel was not returned, indicating that it had been removed. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product deficiency. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually.

Manufacturer narrative:
(B)(4). The reported difficulty removing the stylet is consistent with inadvertently grasping of the tip while removing the stylet (tip mandrel). It should be noted that this is highlighted in the instructions for use: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.